Event description:
On 06mar2026, a family member reported a minor patient (pt) in brazil experienced discomfort and pain in the right eye (od), on (B)(6) 2026, after a few hours of wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). Upon removal of the cl, the pt experienced photophobia, eye pain, and redness. The pt inserted a new cl and the symptoms continued. The pt removed the od lens immediately. On (B)(6) 2026, the pt visited an eye care professional (ecp) and was prescribed maxifloxd every 4 hours for 7 days, thealoz duo or hyabak lubricating drops every 6 hours "for continuous use," octifen (ketotifen fumarate) 1 drop every 12 hours for 10 days, and atropine 1 drop nightly for 6 months. Pt is to suspend cl wear during treatment and "if no symptoms ok to return to cl wear." The pt was not provided a diagnosis by the ecp, only "there was irritation on the cornea." No return visit was scheduled; however, the pt was advised to return to the clinic should symptoms not improve or resolve by end of treatment. The family member reported the pt's eye "is getting better, no more pain. Pt has returned to normal activities." The pt noticed no "defect on lenses." On (B)(6) 2026, a call was placed to the treating ecp to request confirmation of diagnosis and treatment. A representative advised that the pt must request the information directly. No additional medical information was received. On (B)(6) 2026, the pt's family member was called and reported the pt's diagnosis was keratitis; however, a medical record was not provided by the treating ecp at the time of the visit. The family member will request and email the medical record and "medication note." The pt visited the ecp today, pt is not wearing cls now, and was recommended by ecp to change cl brands. No additional information or details about the visit were provided. On (B)(6) 2026, the pt's family member provided additional information. The medical record and diagnosis will be requested and provided via email. An email was received from the family member, "attached is the prescription. I went to retrieve the prescription for the diagnosis, which was keratitis." First prescription dated (B)(6) 2026; 1. Atropine 0,001% - 1 drop at night for 6 months. Second prescription dated (B)(6) 2026: 1. Maxiflox d, 1 drop every 4 hours for 7 days . 2. Thealoz duo or hyabak 1 drop every 6 hours, continued use. 3. Octifen, 1drop, every 12 hours for 10 days. On (B)(6) 2026, an email was received from the patient's (pt's) family member. The pt "saw the ophthalmologist today and is cured and cleared to wear contact lenses." A doctor's note dated 18mar2026 and an excuse note were attached. "A myopic patient, wearing soft contact lenses in both eyes, presented with recurrent keratitis in both eyes. Currently, the patient is asymptomatic and shows no signs of keratitis." "Consult ICD z010 - eye exam - remain away for 1 day." No additional information has been received. No additional information is expected. A comprehensive review of the manufacturing records for lot number 4440790101 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.